Event description:
It was reported that the left ventricular lead exhibted loss of capture. It did not appear that the lead had dislodged and it was not capturing at maximum output.

Manufacturer narrative:
Na